Event description:
The pt underwent an uneventful coronary angiogram during removal of the maximum introducer, the staff reportedly felt resistance: the physician was notified and suggested a guidewire be used. It was reported 99% of the introducer was removed, however a section remained in the pt. The pt was then discharged. The pt developed right leg claudication and numbness approximately 10 days post procedure. The pt underwent an exploratory surgery, where the retained section was removed from the right femoral artery. Also noted was a previous graft with thrombus in the superfical and deep femoral arteries; a thrombectomy was performed at that site. A dacron patch angioplasty was used to repair the arteriotomy with good revascularization obtained.